Event description:
It was reported that "the doctor does several aria cases and he mallets the t handle quite a bit and it is worn out. The trials that attach to the t-handle were getting stuck and was difficult to remove so when it did come off the inside of the t handle broke."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.